Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, showing as remote smart service (rss) offline. A field service engineer powered off the network router and then turned back on. The network cable was reseated. After powering the router back on, the network issue resolved itself. The station was successfully logged into, confirming that communication was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not communication, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.